Event description:
On 5/14/94, a patient was being transferred from the bed with the use of the lift. During the process of lifting the patient slipped out of the sling and fell approximately 4 feet onto the floor. The CT scan report indicated a left frontal partial subdermal hematoma. The patient was taken to the operating room and underwent a craniotomy and drainage of the left front subdural.upon investigation, it was noted that the patient was not correctly seated in the sling. It was suggested that there be a line (sewn in) or other obvious indication of where the hips should be positioned in the sling. The lift was inspected by the bed repair mechanic. The lift itself did not malfunction.if manufacturer has any suggestions or advice for safer use (or patient positioning) of the slings, we would be interested in hearing from the company or receiving more information.